Manufacturer narrative:
The product family for this women's healthcare product is unknown. Therefore, we are unable to determine the associated labeling and (B)(4) to review. Although the product family is unknown, if additional information is received a follow up report will be submitted. "Lawyer filed report - (B)(6)".

Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced significant severe and permanent physical pain, suffering, physical impairment, sustained permanent injury, and has undergone medical treatment.